Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a PICC line; which had been inserted for 11 days in the (B)(6) female patient, to administer IV antibiotics, snapped and was leaking at the junction between the hub and the clear flexible tubing. The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. Reportedly the patient did require additional general anesthesia for another PICC line insertion procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the clear tubing had severed completely from the purple hub. The clear tubing was not returned. A 3-way fitting was attached to the purple hub, and the purple hub could not be removed from the 3-way fitting. A document based investigation evaluation was also performed. There is no evidence to suggest that the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the specifications of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history and non-conformances was not possible as the lot number was not available based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported a PICC line; which had been inserted for 11 days in the (B)(6) female patient, to administer IV antibiotics, snapped and was leaking at the junction between the hub and the clear flexible tubing. The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. Reportedly the patient did require additional general anesthesia for another PICC line insertion procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.